Manufacturer narrative:
Covidien requested that the speaker be returned for investigation.

Event description:
Covidien received a report of a n-395 with no audio. Purchasing agent indicated that the unit had been sitting in the workshop for over one month and that there was no incident reported. Customer isolated the problem to the speaker and ordered a replacement speaker.